Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarm or no over delivery anomaly noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via electronic message by the customer that they experienced low blood glucose on with blood glucose in the 20 mg/dl range at the time of the incident. The customer was given soda and food to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer alleged possible pump over delivery after a food bolus. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.